Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The unit was evaluated at the philips and the failure was verified. Replacement of the battery pca resolved the reported failure. The unit passed all post servicing testing and was returned to the customer site. We will consider this failure a malfunction of the battery pca.